Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. Forty nine days later, the patient recovered from peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12i27059 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).